Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported,1 month postop a patella plasty and a poly exchange, the patient had a left knee washout done and liner change due to infection. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation as they were disposed by hospital. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.

Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g7, h2, h3 and h6 have been updated accordingly. Section b5: additional information received indicates that surgeon performed a patella plasty and a poly exchange. The patient has a bilateral optetrak tkr, washout done, and liner changed, due to infection. Additional information, including the product investigation, will be submitted within 30 days of receipt section d1: brand name section d4: model number, serial number, catalog number, expiration date, unique identifier (UDI) # section d10: concomitant medical products section g4: PMA/510(k)number section h4: labeled for single use section d10: - three peg patella 38mm (cat# 200-02-38 / serial# (B)(6))

Manufacturer narrative:
Concomitant medical products: optetrak asy,ps cemented femoral, sz 4 (cat# 234-02-04 / serial# (B)(4)). Trapezoid tibial tray sz 4f/5t (cat# 204-04-45 / serial# (B)(4)). Ps tibial inserts sz 4, 11mm (cat# 204-24-11 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, surgeon performed a patella plasty and a poly exchange. The patient has a bilateral optetrak tkr, washout done, and liner changed. Patella was worn down to the bone, once separated from the bone cement interface the patella broke in to two due to the thin structure. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation as they were disposed by hospital.